Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occured the target lesion is located at superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured occurred witihin rated pressure. The procedure was completed with another of the same device. No patient complications reported and the patient condition post procedure was good.